Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5150154 / 5160265, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection around the ipg site. Symptoms of swelling and redness were noted. It was believed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.